Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the stenosed anatomy/other device and/or inadvertent mishandling resulted in the noted wrinkled and bunched stent sheath resulting in the reported difficult to remove. Once outside the anatomy, manipulation during attempts to remove the device and guide wire from each other resulted in the reported material separation/noted separated I-beam, noted separated inner member/tip and noted bent/stretched stent implant. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat the external iliac artery with stenosis. The lesion was pre-dilated and the supracore guide wire was advanced as well as the 8x60 mm absolute pro self expanding stent system (sess). The delivery system was unlocked and another check was performed before deployment. At this time they wanted to remove the sess but it was unable to be removed from the guide wire so the devices were removed together. A new supracore guide wire and absolute pro sess were used to complete the procedure. Once outside the anatomy, it was attempted to remove the devices from each other and they separated into multiple parts. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed reports it was reported that the supracore guide wire was not broken or separated, just stuck with the absolute pro delivery system. No additional information was provided.